Manufacturer narrative:
Device received with blank display due to cracked lcd glass. Unable to verify missing segments or partial display due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. Customer's blood glucose level was unknown. Customer stated that insulin pump was bumped and dropped. Customer reported that they used new fully charged batteries, anomaly persist after battery change and self test detected missing segments. The insulin pump will be returned for analysis.